Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and the breath delivery (bd) printed circuit board (pcb) was replaced. The ventilator passed self-testing.

Event description:
It was reported that the ventilator became inoperable. Although requested, patient involvement or outcome information was not provided by the customer.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.